Manufacturer narrative:
(B)(4). No conclusion code available; the reported field event of a set screw anomaly was confirmed in the laboratory and was due to excessive application of med-a filled into the lv set screw threads. The med-a was most likely not set when the setscrew was installed and the med-a flowed up into the inner portion of the septum which glued the septum to the set screw. The lv set screw inset also had med-a in it most likely from the med-a that flowed up inside of the septum. The set screw could not be tightened normally because it was glued to the septum and the med-a in the set screw inset limited wrench insertion needed to tighten the setscrew. This is a manufacturing anomaly that resulted in the septum glued to the set screw and med-a filling the set screw inset resulting in the inability of the physician to operate the lv-set screw. (B)(4).

Event description:
It was reported that during an attempted implant, set screw issue was observed. The device was replaced.